Event description:
The customer reported a bloody fluid leak of unspecified volume from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/22/2015 and found a leak from the tubing through pinch valve (pv48b). The fse replaced the defective tubing, which resolved the leak. The fse also cleaned and disinfected the area and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).